Event description:
It was reported to MFR that the neurologist was having some trouble with interrogating vns pts, as the device would interrogate sometimes and would not sometimes. Troubleshooting did resolve the issue; however, the physician wanted a new programming system. The old programming system was returned to MFR for analysis. During the analysis, it was identified that the serial cable was defective. The defective serial cable prevented the handheld from establishing communication. A visual analysis of the serial cable identified a short between the transmit and the receive wires. Once the short was removed, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.